Manufacturer narrative:
Analysis found the unit with motor error alarm during rewind due to corroded motor home switch. Analysis was unable to verify the compromised force sensor system alarm. (B)(4).

Event description:
The customer's mother reported via phone call that the insulin pump received a compromised force sensor system alarm. His blood glucose was 160 mg/dl at the time of incident. The customer's mother stated that insulin squirts out. The customer's mother stated the insulin pump was not dropped or bumped. The customer's mother stated that the drive support cap was recessed. The customer's mother was advised that the insulin pump will need to be replaced. The customer's mother was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.